Event description:
The customer complained that non-reproducible, higher and lower than expected vitros amon quality control results were obtained on a vitros 5600 integrated system. Lpv l1 vitros amon results:191.1 and 112.0 umol/l vs expected 39.5 umol/l. Lpv l2 vitros amon results: 216.82, 230.48 and 133.63 umol/l vs expected 179.1umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. One vitros phyt patient sample result was in question over the time frame of the event; the sample was repeated, and no affected patient result was reported from the laboratory. There were no allegations of patient harm as a result of this event; however, the investigation cannot conclude that patient sample results could not be affected if the event were to recur undetected. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher and lower than expected vitros amon quality control results were obtained on a vitros 5600 integrated system. The assignable cause of this event was instrument related, most likely due to incubator contamination. The assignable cause of the incubator contamination was not determined. Following incubator decontamination activities, acceptable vitros amon performance was observed.